Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18 cm x 12 mm cylinders, pump and reservoir were implanted. It was further reported that the reason for this revision was due to no water in the reservoir and the "column cannot be lifted." It was noted that this patient was emotionally stable following this surgery, "understands the use, and has no problems after the repair." Additional information was received that the previous implant surgery occurred in 2009.